Event description:
Doing an atrial fibrillation procedure, foreign material was noted on the tip of the catheter upon removal. When the ablation catheter was inserted into the atrium, noise was noted on the signals, especially the proximal electrode. When turning off the tactisys for a restart, the signals are good both on ensite and pace systems. When turning the tactisys back on, noise was noted again. The tactisys cables were exchanged and another tactisys was tried which did not resolve the issue. The physician did not want a new catheter and continued the procedure. There were no other messages on ensite regarding errors on the ablation catheter and the procedure was completed successfully. When the procedure was finished, the physician removed the ablation catheter and a foreign material was noted on the tip of the catheter.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The returned device had bls on the proximal end of the distal electrode, but the white substance noted in the returned photo was not present. No other visual anomalies were noted. One image was also submitted to product performance engineering for evaluation. One image was also submitted to product performance engineering for evaluation. Based solely upon the aforementioned image, the catheter had white foreign substance on the distal end of the distal electrode along with blood-like substance (bls) noted on the proximal end of the distal electrode. The reported foreign material on the distal tip of the catheter was confirmed. The image submitted with the returned device shows foreign material on the distal edge of the electrode; however, the foreign material was not returned with the device. No anomalies were noted during electrical testing of the returned device. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the foreign material at the distal end of the electrode as observed in the image and the reported noise remains unknown.